Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during routine preventive maintenance, the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
Our investigation of the returned pressure transducer printed circuit board (pcb) has been completed. Performed pre-use check did not show any errors, however the single pressure transducer test made from the service menu failed when the returned pcb was tested in a reference ventilator. Test logs showed that the pressure sensor's offset value had drifted and exceeded the allowed limit. This offset drift will affect the measured peep (positive end expiratory pressure) during ventilation and alarms will be generated if the failure is not detected during pre-use check. The offset drift is the cause of the reported failure. Microscopic inspection of the pressure sensor showed that there were particles in the ceramic cavity on the top of the sensor's chip and an unknown substance on the pressure sensor surface. Earlier investigations has shown that the particles/debris affected the offset measuring and once it was removed the pressure transducer functioned normally and no offset drift was noticed. The root cause to the particles and the substance found on the pressure sensor has not been determined.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).